Event description:
During a catheter intervention for a patient with an asd (atrial septal defect), it was observed that the previously implanted trapease vena cava filter had been fractured. The filter is not scheduled to be removed from the patient. The patient was a female who was physically active. The vena cava was not tortuous or calcified. There were no bone spurs, abdominal aorta aneurysm, or scoliosis noted. The patient had a stroke and pulmonary embolism (pe) repeatedly after the filter was placed in 2006, at a different hospital. The indication for the filter insertion was pe and deep vein thrombosis (dvt). Due to the possibility that the asd may have caused the stroke and pe, she underwent surgery for closure of the atrial septum. The fracture of filter was found during this procedure, under fluoroscopy. There was no previous history of extra strain to the filter. The trapease filter is not scheduled to be removed from the patient. There was no health damage caused by the fractured trapease and the procedure of asd was completed successfully without any problem. The fractured filter was not treated. There was no adverse effect to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.